Event description:
Healthcare professional reported patient was injected 2cc of juvederm vista voluma xc in their base of the nose. After the injection, patient reported "embolism occurred as if it had entered a little shallowly from the nose to the center of the forehead. One side of the nasal alar base turned bluish-purple. One side (right side) is assumed to be the cause.¿ patient was immediately treated with hyaluronidase. The patient recovered but with after effects. The next day, patient reported ¿reticular purpura¿ appeared all over, ¿the forehead was hard to feel when doing makeup on,¿ and ¿part of the wing margin was necrotic.¿ there was ¿a difference in shape of the nasal cavity¿ bilaterally. The symptoms are ongoing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.